Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in the portuguese journal of cardiology: impact of substrate-based ablation for ventricular tachycardia in patients with frequent appropriate implantable cardioverter-defibrillator therapy and dilated cardiomyopathy: long-term experience with high-density mapping by mário oliveiraa et al. In our experience, this sub-strate modification is feasible, with an acceptable rate of complications (two cases of cardiac tamponade successfully managed by pericardiocentesis) and significant long-term benefits regarding vt burden, with 65% of patients without recurrence and a significant reduction in the number of vt episodes treated by ICD.